Manufacturer narrative:
H4: info is unavailable; device was not returned for eval.

Event description:
It was reported that during a total thyroidectomy procedure, the surgeon was using device for a while, the tissue pad was then coming off. No patient consequence. No device returning.